Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in france reported via a fisher and paykel healthcare (f&p) field representative, that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Event description:
A healthcare facility in france reported via a fisher and paykel (f&p) healthcare field representative, that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was returned to f&p healthcare in new zealand, where it was visually inspected and leak tested. Results: visual inspection of the returned rt380 adult dual-heated evaqua2 breathing circuit identified that the probe cap was not attached to the probe jacket. A leak test was performed using a replacement probe cap. This test confirmed that the subject rt380 adult dual-heated evaqua2 breathing circuit was within specification. Conclusion: our investigation was unable to determine when the probe cap was detached from the probe jacket, however the probe cap would have been present to pass the manufacturing leak test. The cause of the failed ventilator leak test reported by the healthcare facility cannot be confirmed however, it is possible that the leak test was conducted without either the temperature probe or the probe cap inserted into the temperature probe port during the test. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare section d2a: common device name updated to breathing circuit section d4: expiration date added section d4: UDI details updated section g1: contact person updated to mr. Diego vargas banuelos method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was returned to f&p healthcare in new zealand, where it was visually inspected and leak tested. Results: visual inspection of the returned rt380 adult dual-heated evaqua2 breathing circuit identified that the probe cap was not attached to the probe jacket. A leak test was performed using a replacement probe cap. This test confirmed that the subject rt380 adult dual-heated evaqua2 breathing circuit was within specification. Conclusion: our investigation was unable to determine when the probe cap was detached from the probe jacket, however the probe cap would have been present to pass the manufacturing leak test. The cause of the failed ventilator leak test reported by the healthcare facility cannot be confirmed however, it is possible that the leak test was conducted without either the temperature probe or the probe cap inserted into the temperature probe port during the test. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.".

Event description:
A healthcare facility in france reported via a fisher and paykel healthcare (f&p) field representative, that a rt380 adult dual-heated evaqua2 breathing circuit failed the ventilator leak test before use. There was no patient involvement.